Event description:
Two nursing assistants were transfering resident from bed to wheelchair. Resident was in hoyer ready to be moved into wheelchair when the hoyer base hit the back of the wheelchair. The balance was lost and the resident fell to floor. The base of the hoyer was not open as per instructions.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: design - human factors, incorrect technique/procedure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. The device was not destroyed/disposed of.